Event description:
It was later reported that the patient was discharged home. The reporter was unsure how the patient was currently doing but stated that the patient was stable post-operation.

Event description:
It was reported that the pump was replaced due to premature elective replacement indicator (eri) and premature battery depletion. The patient arrived for a refill and the healthcare provider (hcp) interrogated the pump which stated eri had occurred 2013 (B)(6) and the replace by date was 2013 (B)(6). There were no patient symptoms. The device system delivered lioresal. It was later reported that the pump had reached eri after only 2.5 years. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump ngv453914h revealed a general anomaly with the hybrid. Battery logs confirmed the battery voltages had steady decline and eventually dropped below minimum voltage (2.60) to trigger eos. Static current drain testing showed excessive current drain of 120 ua. It was determined that a hybrid anomaly was responsible for the early decline in the battery voltage.